Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil was guided into the patient anatomy. Physician felt resistance while repositioning the subject coil to engage to the vessel. After confirming that the subject coil had settled within the target lesion, physician started to detach the subject coil and slowly pulled the delivery wire and it was found that the subject coil was stretched. A snare device was used to retrieve the subject coil from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject coil was guided into the patient anatomy. Physician felt resistance while repositioning the subject coil to engage to the vessel. After confirming that the subject coil had settled within the target lesion, physician started to detach the subject coil and slowly pulled the delivery wire and it was found that the subject coil was stretched. A snare device was used to retrieve the subject coil from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿ updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿ updated due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was not returned. The main coil was seen to be stretched and kinked. Functional inspection was not applicable as defect was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device met specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the coil delivery wire was not returned. The main coil was found to be stretched and kinked. It is unknown if flush set up and maintained throughout the clinical procedure. An assignable cause of procedural factors will be assigned to the as reported ¿main coil stretched¿, ¿device difficult engaging target vessel¿ and ¿patient medical or surgical intervention required' as well as analyzed ¿main coil stretched¿ and ¿ main coil kinked/bent¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.